Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "runtime calibration failure-1051" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This medwatch report filed includes the registration number for impact medical. Zoll acquired impact medical and will be using the zoll registration number on all future medwatch reports. Evaluation results: the device was returned to zoll medical singapore; the malfunction was duplicated and the smart pneumatic module was replaced to remedy the problem. Analysis for reports of this type has not identified an increase in trend.